Event description:
Pump implanted in 1999. In 2002, patient was scheduled for refill - 29cc returned. A month later, patient scheduled for arteriogram. Showed catheter had migrated from original position. Doctor discontinued therapy through pump, it is reported that patient does not want pump to be removed.